Event description:
During its post-market surveillance activities on 09-may-2022, penumbra inc. Became aware of a journal article titled, "the effectiveness of penumbra 400 micro-coils in the embolization of large cerebral aneurysms" (popiela et al. 2017). In this retrospective review, thirty-two patients with large cerebral aneurysms were treated with penumbra coil 400s (pc400s) delivered with a px slim delivery microcatheter (px slim) between 01-jan-2012 and 01-jun-2015. In one case, the terminal loop of the pc400 migrated from the aneurysm sac into the parent vessel. No additional information was provided. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.